Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2017-03117, reference MFR. Report#: 3006705815-2017-00683, reference MFR. Report#: 1627487-2017-03118. The patient had two anchors from the same lot. It was reported the patient was experiencing soreness at their lead site(s) and fluid drainage at their ipg site. As a result, their scs system was explanted due to possible infection. Cultures were taken and the patient was given antibiotics to address the infection.

Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2017-03117 reference MFR. Report#: 3006705815-2017-00683 reference MFR. Report#: 1627487-2017-03118 follow-up revealed the patient tested positive for (B)(6). It was also reported the infection has resolved and the patient's ipg/lead sites have healed accordingly.

Event description:
Device 1 of 4, reference MFR. Report#: 1627487-2017-03117. Reference MFR. Report#: 3006705815-2017-00683 reference MFR. Report#: 1627487-2017-03118.